Event description:
The patient is enrolled in the definitive le trial. A mild extravasation was seen below the lesion after atherectomy was performed in the posterior tibial. A pta balloon inflated at 4 atm for 2 minutes was used to resolve the extravasation.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.